Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall over a year go which ¿messed up the battery¿. The patient states they saw their healthcare professional (hcp) regarding the stimulation and they said the ins was ¿down to a three¿. The patient thinks it is probably down to a zero by now because the patient is wetting themselves. The patient requested to schedule an appointment with a manufacturer representative (rep) so they were redirected to their hcp.